Manufacturer narrative:
Product complaint # (B)(4). Additional information states the loosening allegation occurred at the bone to cement interface. The bone cement manufacturer was also stated to be unknown at this time. The reported implant does not have any interaction between the bone and cement interface, nor are they responsible to maintain the integrity of that interface. Therefore, this event is no longer considered a reportable serious injury and further information will no longer be sent.

Event description:
Aseptic loosening of right knee.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.